Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from video-assisted thoracoscopic wedge resection and lobectomy, chest x-ray was performed and noted extensive soft tissue emphysema seen in the right axillary region as well as supra clavicular region. Insertion of right chest tube thoracostomy had to be performed and patient hospitalization was then extended for about 14 days.